Event description:
It was reported to medtronic minimed that the customer experienced the belt clip rails of the insulin pump were damaged. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1885 was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched lcd window(minor), minor scratches on lcd window, overlay scratched, cracked keypad overlay, missing display window/cover, stained keypad overlay, broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, cracked retainer. Conclusion summary: cosmetic damage was confirmed at belt clip area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.